Manufacturer narrative:
The date of the event was reported as either (B)(6) 2021 or (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution set disconnected. Additionally, "the long flush tubing had disconnected under the roller clamp". The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, a cut was observed in the tubing. The reported condition was verified. The cause of the condition was determined to be the blade of the machine tiromat during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue.should additional relevant information become available, a supplemental report will be submitted.